Manufacturer narrative:
Olympus contacted the user facility to obtain additional info regarding this report. The user facility reported that the subject device was removed from the pt with the balloon inflated and upon its withdrawal, the balloon was perforated with a needle and removed from the endoscope. The device referenced in this report was returned to olympus for eval. The subject device was returned with evidence of biomaterial, which limited the eval to visual inspection. The balloon on the device was pulled towards the distal end and folded over on the tube. The subject device has been forwarded to the original equipment MFR (OEM) for further investigation. If significant additional info is received, this report shall be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an endoscopic retrograde cholangio pancreatography procedure (ercp), the subject device would not deflate when it reached the duodenum. There was no report of pt harm and the intended procedure was completed using a different balloon.